Event description:
The customer reported obtaining an erroneously elevated troponin I (accutni) result on the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)), used in conjunction with access® accutni reagent, lot number 324454. The initial result generated was 2.00 ng/ml. The customer re-analyzed the sample on an alternate access 2 analyzer (serial number was not provided), which generated a result of 1.47 ng/ml. The initial result was reported out of the laboratory and the patient was treated was heparin and aspirin. The initial patient data was corrected with the repeat result. A second sample was drawn from the patient approximately 2 hours after the initial result and run on both the initial and alternate analyzers. Both analyzers generated 0.01 ng/ml. The customer re-analyzed the initial sample and also obtained 0.01 ng/ml.

Manufacturer narrative:
The customer stated that quality control (qc) was within range before and after the elevated result was generated, and that calibration and system check both passed. As part of troubleshooting, the customer ran qc and system check as recommended by bec customer technical support (cts). The customer obtained passing qc. The system check failed due to a qns error on the last repetition of the washed portion. Cts advised the customer to repeat the system check using the correct volume. The customer repeated the system check which passed but obtained a washed %cv of 9.25% (range 0 - 12%). Per cts instructions, the customer changed the aspirate probes and repeated the system check, which passed with a better washed %cv of 3.26%. The customer did not know the age of the aspirate probes. Cts advised the customer to dispose the aspirate probes every six months. Per the troubleshooting guide of the access 2 reference manual, (a.2: system check troubleshooting), a high washed % cv could be caused by dirty or damaged aspirate probes. The customer declined service.